Event description:
It was reported that the patient received 4 shocks the day after implant. The device episode log showed the impedance had increased to greater than 2500 ohms. There were also episodes with non-physiologic intervals and no correlation with a vt/vf episode. The lead was explanted and replaced. No further patient complications were reported as a result of this event.